Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system triggered an alert for bd error code. Data analysis was performed, boston scientific technical services indicated that the device showed premature battery depletion and recommended device replacement due to this anomaly. There were no adverse patient effects reported. The device remains in-service. Additional information was provided, it was reported that the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to return for analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system triggered an alert for bd error code. Data analysis was performed, boston scientific technical services indicated that the device showed premature battery depletion and recommended device replacement due to this anomaly. There were no adverse patient effects reported. The device remains in-service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system triggered an alert for bd error code. Data analysis was performed, boston scientific technical services indicated that the device showed premature battery depletion and recommended device replacement due to this anomaly. There were no adverse patient effects reported. The device remains in-service. Additional information was provided, it was reported that the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.